Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. Observed flow through shunt / no reading. Test flow meter confirmed faulty flow meter. Flow meter was replaced. Audible noise from circulation pump. Pm performed. Circulation pump serviced during pm process. Serviced mixing pump. Replaced circulation pump motor. Replaced the heater, manifold o-rings, and tank tubing. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported iqvia identified the arctic sun device had no flow, unit had a bad flowmeter, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 59% flow rate (fr) was 0. Connected shunt line and water was flowing. Coming in for flow meter replacement. Per sample evaluation results on 13jan2026, audible noise from circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported iqvia identified the arctic sun device had no flow, unit had a bad flowmeter, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 59% flow rate (fr) was 0. Connected shunt line and water was flowing. Coming in for flow meter replacement.